Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing device from box, the catheter fractured. The procedure was completed with another device.